Manufacturer narrative:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights - volista access. As it was stated the product label was missing. There was no information about any injury however we decided to report this case in abundance of caution as any parts falling into sterile field may lead to contamination. The repair is pending customer¿s approval to be performed by the service unit. It was established that when the event occurred, the surgical light did not meet its specification, since a missing label on a device can be considered as the device not being to specification and contributing to the reported situation. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of volista range, we can conclude the failure ratio is very low. The issue has been analyzed by the subject matter experts and conclusion is that the device¿s labels are not so easy to be removed. That is why the most probable root cause of this issue is that the label was removed on purpose, or because it was too damaged. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights - volista access. As it was stated the product label was missing. There was no information about any injury however we decided to report this case in abundance of caution as any parts falling into sterile field may lead to contamination.